Event description:
The manufacturer received information alleging a patient expired while on a ventilator. According to the reporter of the event, the caregiver was sleeping in another room and did not hear the ventilator alarms. When the caregiver went to the patient's room, the patient was found unresponsive and later expired. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's alarm volume was tested and was found to be within the specified decibel level. The device did not appear to be well maintained and had physical damage to the power cord. The device's downloaded event logs were reviewed. The device event logs include every keypress, alarm, or failure of the device to remain within specifications. On the reported day of the event, (B)(6) 2016, no errors were logged that would indicate a device malfunction or failure to deliver therapy occurred. The event logs indicate the ventilator was alarming almost continuously for low minute ventilation on the day of the event from 03:22:30 est until 07:22:08 est. The low minute ventilation alarm with the longest duration during this period was sounding for 3327 seconds (approximately 56 minutes). None of the alarms were acknowledged/reset. Between 10:55:40 est and 14:43:40 est several low minute ventilation alarms occurred and were intermittently acknowledged by the caregiver. The device was powered off at 14:48:55 est and was not powered on until 09:12:03 est on (B)(6) 2016. The manufacturer concludes the device operated and alarmed as designed and the reported adverse event was due to user error.